Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was undefined. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated an alert for lead impedance out of range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant product(s): model: ddbb1d1, ICD; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to their implantable cardioverter defibrillator (ICD) sounding an audible alert. Upon interrogation it was noticed that the right ventricular (rv) lead displayed high/undefined impedance spikes which appeared to be limited to the rv-ring conductor. Follow-up was conducted with the company field representative. Rep indicated that the physician did not want any reprogramming completed at this time. The lead currently remains in use and the patient will be scheduled for a lead revision at a future date. No patient complications have been reported as a result of this event.